Event description:
It was reported that the patient underwent a spinal procedure. It was reported that the pituitary tip was broken. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The inferior shaft tip is broken off at the center of the jaw pivot pin forward. The broken off portion of the shaft is missing and was not returned for analysis. Optical examination identified a fairly brittle fracture, with no indication of fatigue.